Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blackout of images. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a b30 error while being used with the video system. The event occurred during preparation and prior to sedation for a therapeutic laparoscopy procedure and was completed using the same set of equipment. The video system was working as intended. No patient harm reported.

Event description:
It was reported that the subject device presented a b30 error while being used with the video system. The event occurred during preparation and prior to sedation for a therapeutic laparoscopy procedure and was completed using the same set of equipment. The video system was working as intended. No patient harm reported.

Manufacturer narrative:
E: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.